Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted with the customer, and was informed that the scope connector tubes remain attached to the scope connector and are not removed. The customer was running one or sometimes two scopes at the same time. Tac informed the customer that this was not the correct way to use the equipment as each connector has a check valve. Also, that the scope connector in use should be the only one operating as this affects the proper flow, pressure and proper cleaning of the scopes. An olympus field service engineer (fse) was dispatched to the user facility to replace the broken connector. The fse reported that the equipment was repaired and verified according to the original equipment manufacturer (OEM) instructions. All appropriate test instruments were used. The aers software attributes were confirmed and updated. The oer-pro states ¿check the condition of the connecting tubes. The connecting tubes should not be bent. The connecting tubes should be connected firmly to the connectors. The connecting tubes should be free of abnormalities including cracks, scratches, etc. Disconnect the connecting tubes and leak test air tube from each endoscope after use. Additionally, the IFU states in the care and storage¿ section states ¿after use, reprocess and store this equipment referring to the instructions in chapter 5, ¿end-of-day checks¿ in this manual. Inappropriate care and storage could present an infection control risk and/or cause equipment damage or malfunction.¿

Event description:
The service center was informed that the grey connectors of the automatic endoscope reprocessor (aer) were noted to be broken. There was no leaking or fumes reported. There were no reported patient infections or device positive cultures.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. Olympus has not performed any repairs on this device in the past year. The fact that the customer stated they were running one or sometimes two scopes at the same time indicates a failure to follow the instructions in the IFU and/or improper training on the operation of the device.